Event description:
The hcp reported that the pt was difficult to wake up and was treated in the emergency room. Initially, in 2006. The pt experienced anxiety, hot flashes and malaise following a recent steriod injection. The pump rate was increased from lioresal 385 mcg/day to lioresal 400 mcg/day. The pt was also receiving hydromorphone via the pump. The pt was prescribed oral xanax. The pt was experiencing difficulty waking up. She was taking long acting narcotics and xanax. She was treated at the emergency room and oral and transdermal medications were discontinued. No device troubleshooting was performed. The pt recovered without sequela.